Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that during elective replacement of the device, the lead was noted to have a high short interval count. The lead was explanted and replaced. No patient complications have been reported as a result of this event.